Event description:
The stopcock control valve (which was in use for three days) became disconnected from the line it controls entirely, which made controlling flow from the femoral arterial line (a-line) it was paired with impossible. As reported, this occurred when attempting to draw blood from the arterial line, the white stopcock valve became disconnected when turning. This presented a significant risk to the patient.